Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was reported.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
I\it was reported patient had loss of therapy for more than 6 months and patient did not charge the ipg which led to the ipg being inoperable as the company representatives were unable to communicate with external deice .to address the issue patient may be awaiting surgical intervention .